Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus. Customer stated that the larger than expected bolus was not delivered. Reportedly, the carbohydrate ratio was set incorrectly. Customer stated they adjusted the carbohydrate ratio and was able to successfully deliver a bolus. Customer's blood glucose level was 210 mg/dl.